Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown date. Customer's blood glucose level was 280 mg/dl. Customer stated that the auto mode feature was active at time of event. Customer declined troubleshooting for event. The insulin pump will be returned for analysis.